Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a systemic infection. The right ventricular lead was prophylactically explanted and it was found that there was vegetation on the lead. The physician does not allege that the infection was related to the system or related procedure. The patient was in stable condition throughout.